Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the cartridge was leaking from the o-ring. The customer¿s blood glucose (bg) was 542 mg/dl. Customer attempted to address the elevated bg with a manual insulin injection. The customer¿s parent drove them to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that same day. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin delivery.